Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing x-rays immediately after the procedure to confirm device placement, inadequate fixation, implanting a damaged stimulator, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, not using antibiotics pre-operatively, and the patient not attending the post-op visit have been ruled out as potential causes. However, the patient has type 2 diabetes with decreased circulation in the lower extremities, likely resulting in delayed healing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has type 2 diabetes (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection several months after their implant procedure. The infection cleared with antibiotic treatment but several months later, the incision opened and the lead was visible through the opening. Additional antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. The patient is doing well after the explant procedure and they will be considered for a new implant in 2-3 months.